Event description:
Customer reportedly obtained results of 387mg/dl, 226mg/dl, and 130mg/dl on the aviva system and replacement was sent. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.